Manufacturer narrative:
H11: h3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found that the image displayed in the monitor is foggy. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include 1) distal tip damage in the form of scratches resulting from contact with another surgical device, such as a shaver or chips to the negative lens obtained during handling or cleaning processes which allows a leakage path for fluids to ingress into the scope, 2) ineffective or insufficient routine maintenance and cleaning of the lens following use to remove residue buildup, 3) excessive and abnormal force applied to the outer tube of the scope resulting in damage to the internal lens assembly. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during surgery, the videoarthroscope's lens was constantly fogging up. Surgery was completed with the same device, by assembling and disassembling it from the coupler many times during the surgery. There was a delay greater than 30 minutes, and no further complications were reported.